Manufacturer narrative:
(B)(4). This complaint is for a report of a use error-reuse of single use product issue. Complaint is confirmed because the patient reported during trouble shooting of an alarm situation check heater line, patient switched cassette only and reused the other supplies (partial swap), which is a use error/poor aseptic technique. Batch review results were acceptable for the lot number h12c03020. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report addresses the issue of use error, reuse of supplies. During troubleshooting for a check heater line alarm while on home choice (hc) device during fill. The home patient (hp) stated that he changed out the cassette only. The baxter technical service representative (tsr) explained that the set up was compromised and the hp understood. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.